Event description:
Pt has been diagnosed with a type I latex allergy. Their reaction includes asthma and facial swelling and they must carry epinephrine. What seems to make pt's situation unusual is the way they got this allergy which is the reason for this report. Pt has had no surgeries or invasive medical procedures except ear tubes. Their only exposure to latex gloves was in the childcare setting where childcare workers used both powdered and unpowdered latex gloves to change pt's diapers for approx the first four years of their life. The gloves are often blown up like balloons for the children to play with and are also used to handle all of the food served. Pt was lucky that they were even diagnosed. Although pt had a severe reaction in 6/00 where their face swelled up after they put on a latex glove, their pediatrician refused to test them because he said it was unheard of for a young child without medical problems to have a latex allergy. Pt subsequently developed uncontrolled asthma which prompted a different physician to send them for general allergy testing. Fortunately, there was a question on the questionnaire about possible reactions to latex. The allergist reluctantly tested pt and had no clue where they could have been exposed to latex until parent told him. Besides having to seek "reasonable accommodation" for pt at school, this allergy is a daily problem. Pt's dentist refused to treat pt and pt cannot participate in many activities. This is a pretty tough life sentence when you are only in kindergarten. Parent's concern is that the childcare industry is virtually unaware of this allergy and these gloves continue to be used in most places without any concern because people just have no idea about this. While parent has found a couple other situations like the pt's, parent's guess is that many children have contracted this allergy through use of latex gloves at childcare but have yet to be diagnosed. Parent feels warnings should be issued and pediatricians made more aware of this problem.